Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was no capture on the left ventricular lead. It was confirmed that the lead had dislodged. The lead was capped (B)(6) 2019 and replaced. The patient's device was also changed. The patient was stable before, during and after the procedure.